Manufacturer narrative:
The external drainage system (ID 821731c) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to over tightening of connectors or atypical handling; as noted in the IFU (instructions for use), finger tighten only. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a broken connector of an external drainage system (ID 821731c): "the top end of the luer lock was mostly missing with jagged ridges at the very top exposing the internal connecting line to the drainage bag. This was seen at time of changing full evd bag. Staff also had difficulty with the codman evd bag change before with the luer lock not unthreading well to remove the old bag."